Manufacturer narrative:
Corrected information: to clarify details of event description end user was trying to connect the ett size 4.0mm with a resuscitation bag (as depicted in the photo attached). This information was not submitted on MDR manufacturer report number 9611710-2015-00146 (B)(6) 2015. Additional information: no sample was received from the customer, but a batch review was performed on the lot number provided. The review did not reveal any connector defects. Review of incoming inspection report for the connector did not reveal any sign of dimensional failure. In addition, connector also passed the jig test. The machine end of the connector was found to to be within specification when measured during incoming inspection. In conclusion, we are unable to determine the root cause of the complaint without performing tests on the product and with the information available. There is not enough information to determine if the product did not meet specification and perform as intended. No further action is required and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: there are four (4) cases associated with this complaint; therefore a separate FDA form 3500a has been generated to address the other three (3) cases. Reported to the FDA on august 05, 2015.

Event description:
It was reported the second endotracheal tube did not fit firmly into the connection port of the resuscitation bag, allowing the endotracheal tube to easily dislodge from the resuscitation bag. It was reported the nurse then connected the ett tube directly to the ventilator and it was able to connect to the ventilator of the connection port. It was further reported no harm to the patient.